Manufacturer narrative:
The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) lead implanted with this implantable cardioverter defibrillator (ICD). The pocket was reopened and the setscrew was noted to not be fully tightened. The physician tightened the setscrew and the issue was resolved. There were no additional adverse patient effects reported.